Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had difficulty hearing the insulin pump's alarms. She stated that she could not hear the low threshold suspend alarm at night and requested a complaint be filed to document the issue, since she did not believe she was the only one with this problem. The blood glucose reading was unavailable. Nothing further reported.